Manufacturer narrative:
The associated complaint device was not returned for evaluation. The associated complaint devices were not returned for evaluation. Our clinical evaluation noted that there was no clinically supportive documentation provided for inclusion in this medical investigation. The future impact to the patient beyond the revision cannot be determined. No further clinical/medical assessment is warranted at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to change the femoral component and stem.